Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During procedure, suture sponges were unraveling, strings had to be picked out of patient. No additional patient treatment needed.

Manufacturer narrative:
Evaluation summary: the product was not returned; however, a picture was provided by the customer for analysis. This device had not been used in the treatment or diagnosis of the patient. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. The product in the picture did not meet specification. Visual inspection of the picture found the cotton was slightly unfolded and fraying. The suture sponges were unraveling, strings had to be picked out of patient. The reported condition was confirmed. The investigation found the cotton was fraying. The investigation identified the root cause of the reported event to be unfolding and manipulation by the customer. According to the directions for use, the gauze sponges are made with natural cotton and may produce lint or fibers when unfolded or manipulated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received from the customer that this event is a duplicate report. This event has been previously reported under regulatory report number 3005883396-2017-05118. All other supplemental reports for this event will be documented under the regulatory report number 3005883396-2017-05118. If information is provided in the future, a supplemental report will be issued.